Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that when the doctor was ligating a vessel in the groin with silkam suture, the suture broke, causing the vessel to bleed and delaying the surgery. The surgeon gets angry, because it is not a reliable product, it seems to be rotten. The patient is discharged without complications.

Manufacturer narrative:
Corrected data: e1: information of the initial reporter corrected. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed (B)(4) units of this code batch. There are no units in stock. We have received 2 closed samples for analysis. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.70 kgf in average and 1.68 kgf in minimum (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. We have also reviewed the complaint history record, and there are two previous complaints of other references and batches with the same thread raw material batches as the used in this product regarding thread breakage, in the last five years, closed as not confirmed after the analysis. Remarks: when working with silkam® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.